Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding a trial lead. Rep said the hcp was implanting two leads, but the first one got stuck when they went to deploy it. They further said the inner stylet of the lead would not come out of the actual lead; they could not get the stylet out of the lead itself. As a result of what was reported, the lead was removed and the had to place a different one. The rep did not believe this was due to procedural issues and said this was an out of box failure. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.